Event description:
Customer called on (B)(6) 2011 reporting of a leak which pooled under the unicel dxi 800 access immunoassay system. Customer mentioned that they could not identify the source of the leak and mentioned that the instrument did not generate any error messages. Customer reported that no one was injured or exposed to the leak. No patient results were generated in connection to this event.field service engineer (fse) was dispatched but cancelled by the customer. Customer determined that the liquid waste tubing had become disconnected and resolved the issue themselves.

Manufacturer narrative:
Customer determined that the liquid waste tubing had become disconnected and resolved the issue themselves.bec identifier for this report is (B)(4). Issue was resolved by customer.